Event description:
It was reported that while in the intensive care unit, the md connected the one-way valve to the luer on the helium drive line tubing and aspirated air by using the 60cc syringe. The md noticed that the intra-aortic balloon (iab) membrane was only partially wrapped. The md thought perhaps the one-way valve was "out of order". The md requested another iab and completed the procedure without incident. There were no reported patient complications.

Manufacturer narrative:
Evaluation: the intra-aortic balloon (iab) was returned. There was blood on exterior surface of the iab. The sheath was on the bladder approximately 2 cm from the distal tip of the iab. The bladder was torn approximately 10 cm to the proximal end of the bladder. The sheath was accordianed approximately 5 cm from the tip of the sheath, to approximately 8 cm and again from approximately 10.5 cm to the hub of the sheath. The sheath was removed from the iab for further evaluation. The sheath and bladder were measured and within specification. The fiber optic sensor (fos) was broken, approximately 17 cm from the distal tip. A vacuum was pulled on the one-way valve and held. Spring wire guide (swg) and pump tubing were not returned. A different swg was fed thru the central lumen with no resistance. A device history record re-review was conducted on the iab and it met all specifications and passed all in-process testing. The condition of the returned damaged assembly was due to excessive force upon removal. The root cause of the reported complaint could not be confirmed. Conclusion: complaint could not be confirmed.